Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing and the male luer had separated. Dimensional testing was performed and the dimensions of the tubing and male luer were found to be within specification. There was solvent on the tubing end. Further visual inspection revealed that the tubing had been underinserted into the male luer. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set separated near the end of the tubing at the luer lock. This occurred during infusion into the central venous catheter. The device was being infused with normal saline and 40 mmol potassium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.